Event description:
It was reported that after the balloon was placed, the clinician tried to inflate it. It was at that time, the balloon ruptured. As a result, the balloon was removed and replaced with a new one without issue. There was no reported delay, death or complication to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.